Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states they had issues with sensor readings. The customer's blood glucose level had been as low as 50mg/dl, and as high as 200mg/dl. The customer treated the lows with juice. Troubleshoot was conducted. The customer was advised the sensor would be replaced. The customer declined to troubleshoot for their blood glucose.